Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead was difficult to advance through the heart and the physician observed gapping of the proximal end of the superior vena cava (svc) coil after passing through sheath. When the lead was removed, the operator noted that helix had advanced from lead without an extension tool being used. A different sheath was used and a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.